Event description:
Upon delivery, one (1) eclipse homepump, model # 102000, lot 0202702677 filled with imipenem-cilastatin 500 mg/0.9% sodium chloride 100 ml leaked where the tubing connects to the reservoir.